Manufacturer narrative:
H10: the lot number for three of the four malfunctions was provided and a lot history review was performed. The devices for the four malfunctions have not been returned to the manufacturer for evaluation due to the nature of the malfunction; however medical records have been received for all four of the malfunctions. The investigation of the received medical records confirms difficulty to remove for three malfunctions, and was inconclusive for one malfunction. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (lot number) unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty removing. This information was received from various sources. All four malfunctions involved patients without consequence. The four patients ranged from 57-74 years of age and 195-213 lbs. The weight for one patient was not provided. Of the reported patients, one was male and two were female. The sex for one patient was not reported.

Manufacturer narrative:
The device have not been returned for the four malfunctions; one investigation confirmed difficulty removing. However, the company is still investigating the other three reported malfunctions at this time. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty removing. This information was received from various sources. All four malfunctions involved patients without consequence. The four patients ranged from 57-93 years of age and 195-213 lbs. The weight for one patient was not provided. Of the reported patients, one was male and two were female. The sex for one patient was not reported.